Event description:
On (B)(6) 2024, the patient underwent a double mastectomy and the surgeon noted a 1cm burn of the skin medially, when we went to inspect it closer, we noted that the surrounding skin for an area of 8x8cm had superficial sloughing suggestive of superficial burn over this entire area. Operating room staff was contacted and this was thought to be thermal injury from the or lights. On the left there was one area of erythema but no skin sloughing or definitive evidence of burn at this time. The patient has an extensive burn and has required multiple follow-ups. Ref reports: mw5159669 and mw5159670.